Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reprocessing was not completed due to the occurrence of leakage at the switch unit, which led to the presence of foreign material remaining in the air/water channel, air/water-cylinder, and auxiliary water channel. However, a definitive root cause for the foreign material in the air/water channel, cylinder, and auxiliary water channel could not be established. The instruction manual states the detection method associated with the event in 'gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection,' and preventative measures in 'gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.' Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that foreign material was found in the air/water channel and cylinder of the colonovideoscope. The foreign material was a white residue that looked like detergent or disinfectant solution. There were no reports of patient involvement.